Event description:
The pt had fallen from a ladder in 2007. The following year. The pt experienced a burning sensation at the implantable neurostimulator (ins) location which occurred with the stimulation two months later. The ins site was infected. The pt was scheduled to have the device removed the following month. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.